Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this tachy device delivered anti-tachycardia pacing (atp) therapy while the patient was in ventricular tachycardia (vt), the rate accelerated into ventricular fibrillation (vf), and then a shock was delivered which successfully converted the arrhythmia. This device remains in service. No additional adverse patient effects were reported.